Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer

Event description:
A distributor contacted heartsine to report that a customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine observed that there was corrosion on the on/off button contact pads on the membrane pcba. This had resulted in the on/off button dome making no connection with the contact pads on the membrane pcb, resulting in the failure of the device to power on. Heartsine determined that the cause of the corrosion was due to the storage of the device outside of the indicated conditions.

Event description:
A distributor contacted heartsine to report that a customer's device would not power on. There was no patient use associated with the reported event.

Event description:
A distributor contacted heartsine to report that a customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.